Manufacturer narrative:
H.6. Investigation: one picture sample was provided for evaluation to our quality engineer. Upon visually inspecting the product, we were not able to observe the needle cannula being exposed. A device history review was performed for lot 1904110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the sample lot were used for additional evaluation. The injector was connected to a syringe, protector, and vial according to the instructions for use, no issues were identified and no defects observed within the cannula. H3 other text : see h.10.

Event description:
It was reported that the injector luer lock n35 experienced needle exposure with the injector and mating component separating during use. The following information was provided by the initial reporter: material no. 515003, batch no. 1904110. Drug was being prepped and the vial was punctured twice. When the tech disengaged the syringe to the volume checked, the bd inservice consultant noticed the needle was sticking out (exposed) out of the membrane slightly. Bd inservice consultant then packaged the contaminated injector and noted the lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injector luer lock n35 experienced needle exposure with the injector and mating component separating during use. The following information was provided by the initial reporter: material no. 515003, batch no. 1904110. Drug was being prepped and the vial was punctured twice. When the tech disengaged the syringe to the volume checked, the bd inservice consultant noticed the needle was sticking out (exposed) out of the membrane slightly. Bd inservice consultant then packaged the contaminated injector and noted the lot number.